Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 398 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 398 mg/dl. The customer stated that there is crack on the top right corner of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.